Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. 32 of the reported devices were received for evaluation; the event was confirmed during testing. Evaluation found the devices had disassembled and components were separated from the devices. These devices are not repairable and were not returned to the user facilities. 1 of the devices was not received for evaluation. There were no remedial actions taken. These devices are not labeled for single-use.

Event description:
This report summarizes <noe> 33 </noe> malfunction events, in which the devices were reportedly disassembled. There was no patient involvement; no patient impact.